Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump shut off unexpectedly. There was no patient involvement as the pump was being used for demonstration purposes and was not being used on a customer at the time of the event. The contact connected the pump to a power source to charge however the pump remained unresponsive.